Manufacturer narrative:
If implanted, give date - approximately two years ago. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, in-stent restenosis occurred. A wallstent was implanted in the right superficial femoral artery (sfa). Approximately two years post procedure, in-stent restenosis was noted. The in-stent restenosis was treated with percutaneous transluminal angioplasty (pta). The patient status was listed as "good".